Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for failed back surgery syndrome and spinal pain. No drug information was provided. It was reported the pump was removed, but the catheter remained in the patient. The event date was noted to be (B)(6) 2017, and the date of the pump explant was (B)(6) 2017. There was no plan to replace the pump or catheter in the future. The patient status at the time of the report was alive ¿ no injury. Additional information received from the representative on 2017-feb-06 reported they were not able to complete the report due to tech problems with their (B)(6). Additional information received from the representative on 2017-feb-09 reported they were going to see the surgeon on (B)(6) 2017 for additional information. Additional information received from the representative on 2017-feb-13 reported they first became aware of the issue while in the operating room for a stimulation case, the surgeon indicated he had explanted the pump earlier that morning. The cause of the issue was a mass was seen at the conus of the spine. The representative did not have any information for symptoms related to the issue. The pump was explanted. It was unknown if the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.